Event description:
The physician felt that the distal half of the balloon (marker) hooked onto the strut of the old stent at the ostium of a vein graft. The balloon was torn on removal and the marker portion of distal tip was visualized on fluoro distal to stent in the vein graft.